Event description:
Caller reported a cartridge alarm 20 with their pump. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). Tandem technical support confirmed cartridge alarms with consecutive cartridges and decided to replace the pump. The customer was advised they would receive a pump with updated software and instructed on necessary steps upon receiving the replacement. The original pump was to be returned to tandem using a provided return box and pre-paid label within 10 days.